Event description:
It was reported that the defibrillator had a battery failure. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer was only person to confirm the battery failure. The device needs a battery. The final disposition of the device remains unknown as the customer refused to refused service on their device and did not provide additional information about the failure.